Event description:
Boston scientific received information that this lead was explanted for an unspecified product performance issue. A request for additional information has been sent to the local field representative.

Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted the lead had been implanted for over 20 years according to our records. Visual observation results noted the lead was returned in two segments, the first portion of the lead was severed 125 millimeters (mm) from the terminal pin with the conductor coils found to be extremely stretched and extending to 460 (mm). The insulation was separated between 47 and 60 (mm) from the terminal pin. The second segment was a mid-body segment measuring 420 (mm) long with the conductor coils also found extremely stretched and extending to 528 (mm). The tip segment of the lead was not returned. There were no setscrew marks noted on the lead terminal. There were puncture hole noted in the terminal molding. Blood/body fluid was found in the lead lumen and on the terminal pin. Laser extraction damage was noted in the insulation of the mid-body segment of the lead. Extreme stretching of the conductor coils were observed on both segments and under the insulation and beyond the insulation. The insulation at the distal end of the terminal segment appears cut and torn around the circumference 47(mm) from the terminal pin. It cannot be determined if the lead damage occurred prior to explant or if pulling at explant caused the damage.